Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach, the clamshell was closed and the handle showed a red circle and cross through the black handle image on the display screen. The surgical team switched out the handle and shell, then proceeded with the new components. On the second firing, the excess force image came up and was not able to advance past the previous staple line. It was also noted that the proximal staple line was incomplete. Another device from a different manufacturer was used to complete the case.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn: (B)(6), sigpshell, sig power sigpshell control shell, (lot #n3k2393y) sigphandle, sig power sigphandle handle, (sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were opened and the staple pushers were visible at three cm cut line. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. Analysis of the data saved to the reload indicate that it was applied over thick tissue. It was reported that the proximal staple line was incomplete and an excessive load was detected during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.